Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid right coronary artery. The 3.5x38 xience sierra stent delivery system (sds) was advanced with resistance noted and could not cross the lesion due to the anatomy. The stent became stuck in a rock of calcium and the physician had to use force to remove the sds from the anatomy. The stent remained on the balloon but there were some flared stent struts noted once removed from the anatomy. After aggressive ballooning, a 3.5x33 xience sierra sds along with a non-abbott guide extension catheter were used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional analysis was performed on returned device. The reported material deformation was confirmed. The failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, material deformation and removal difficulties, appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.